Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. When asked the cause of the implant not working/doing what it was supposed to, the healthcare provider responded that the implant was working, the patient did not know how to operate the equipment. It was further reported that patient education resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient went back to the doctor a week after implant and they said it wasn't on. They set it and they went back the following week for a two week checkup and they said it was fine and working. The patient felt again that it was not working and doing what it was supposed to. The patient said they had a return of symptoms which was uncontrolled urination. Prior to calling, the patient had already turned it up to 1. Patient programmer consideration were reviewed. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient. The caller stated the therapy hadn't really helped since they got it and that the therapy had been turned off for 4-5 years now. Patient stated it would go so that it would be ok but it was really painful when the therapy was on. They would go into the doctor's office and they would "do their mojo over there and say it was ok and it should work" but then the patient would go home and within a few days, the therapy wouldn't work again so the patient stated they just went in on their own and turned the therapy off. The patient had called to inquire about MRI eligibility for their system as they received an MRI call explaining the expanded MRI eligibility now available to them. Patient services reviewed MRI guidelines with the patient and the patient stated it was a moot point because they weren't going to have the system removed. The patient stated they needed to have an MRI last month but as they couldn't do an MRI with their current system, they had to have them sedated and go through an injection into their back and did an x-ray instead. Patient stated the sedation they used was an injection in their back, like an epidural and that it was horrible.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported the cause of the reported event was the device being off. The doctor's office turned it back on and set the record. They had a follow-up visit where it was not controlling urgency. At the follow-up visit the doctor instructed them to try scheduled urination times.